Manufacturer narrative:
Only part of initial reporter's information was provided.

Event description:
A school nurse stated a student's contour meter did not show one of his blood glucose readings in memory. No adverse event was alleged. The patient's father was advised to return the meter for investigation. A new meter was sent to the customer.